Event description:
The pt experienced a shocking sensation following exposure to a theft detector. She felt like she got "zapped". All security gate encounters caused this sensation. No injury was reported.